Manufacturer narrative:
Initial.

Event description:
It was reported that a user contacted support due to continuous glucose monitor values trending low while using a dexcom g7 with the ilet system; the user had briefly disconnected the pump from the infusion set and later reconnected, and a fingerstick measured 76 mg/dl, after which the agent advised that the pump suspends insulin delivery under 80 mg/dl and recommended 1¿2 glucose tablets for a slight increase in glucose. Symptoms included hypoglycemia without reported clinical manifestations. Outcomes included the need for oral glucose as an unexpected medical intervention, with no reports of serious injury or hospitalization. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed no findings, and there was insufficient information to determine a device problem or specific component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.